Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device after a percutaneous transluminal angioplasty interventional procedure using a 7f sheath. Reportedly, prior to deployment, it was noted that there was a fluff of thread in the distal guide. The device was still used but when the plunger was removed, no suture came out. After the device was removed from the anatomy, it was noted that the suture seemed to tangle with the foot. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. It should be noted that the electronic perclose proglide instructions for use, states: do not use the perclose proglide smc device or accessory if the packaging or sterile barrier has been previously opened or damaged or if the components appear to be damaged or defective. In this case, the reported, ¿fluff of thread in the distal guide¿ likely did not contribute to the cuff miss. The root cause of the reported difficulty cannot be determined. The subsequent treatments are related to the circumstances of the procedure. It is possible an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment led to the difficulty. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.